Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction could not be verified as the device was unable to charge due to damage to the usb pins.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received a temperature alarm. The pump was exposed to sunlight, but the temperature was mild. The pump battery was low on charge and sounded a "beep" prior to shutting off. The customer was not sure the cause of the shutdown. After charging the pump, it did not turn back on. The customer's blood glucose (bg) level was 400 mg/dl and insulin injections were used to address the high bg. Reportedly, the customer reverted to insulin injections for insulin therapy.